Event description:
During an atrial fibrillation procedure, blood leaked from the hemostatic valve when the sheath was inserted into the patient. No air was confirmed into the patient. There was no physical damage of the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, blood leaked from the hemostatic valve when the sheath was inserted into the patient. No air was confirmed into the patient. There was no physical damage of the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No additional puncture was performed when the introducer was replaced. Only the included dilator was inserted into the sheath hemostatic valve. The hospital discarded the reported device.